Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to external force applied to the ultrasonic probe by handling. The following verbiage is identified within the instruction manual, related to preparation and inspection of the device, "inspect the surface of the insertion tube for dents, bulges, swelling, or other irregularities". Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, the probe unit was damage. Additionally, the light guide tube was dented, and the ultrasound cord was also dented and had collapsed. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the olympus ultrasonic gastrovideoscope for routine maintenance. During the device evaluation, it was noted that there was a deep cut on the probe that reached to the interior of the device, passed the probe coating. This report is being submitted to capture the deep cut noted during evaluation. This event had no patient involvement.